Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's device was received with a multifunction cable (mfc), no electrode pads or CPR adapter. The device was stress tested, including flexing of the customer's mfc with no issues noted. Mfc connections were physically inspected and found no indication of interference or issues connecting. No event date was provided. Evidence of the customer report was observed in the device log related to ECG advisories representative of factors associated with connection or coupling. The device passed all testing successfully. The evaluation suggests the electrode pad connection with the patient or adapter may have been a factor. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.